Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of the event cannot be confirmed, it appears that the stenosis and insufficiency was likely due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No other actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 11 years and 5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis and insufficiency, secondary to calcification. Per the op report, this patient has a history of hypertension, diabetes, and coronary artery disease. She underwent coronary artery bypass grafting and aortic valve replacement (avr) in 2001. She now presented with congestive heart failure and severe prosthetic aortic valve stenosis; therefore, she was referred for redo-avr. During removal of the old prosthetic valve, severe aortic valve dysfunction with severe aortic stenosis was noted. There was also calcification of the sinotubluar junction and portions of the aortic root. Left ventricular function was normal. The surgeon also indicated a fixed leaflet. The device was replaced with a new edwards bioprosthetic valve. After weaning from cardiopulmonary bypass, echocardiogram confirmed normal function of the new valve. The patient was taken to the recovery room in stable condition.